Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter reads inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). At an unknown date/time (prior to going to bed), the patient reportedly obtained a blood glucose reading of ¿225mg/dl¿ with the subject meter. The patient¿s typical evening blood glucose reading is not known and it is not specified if the patient retested (either with the subject meter or another device) prior to going to bed. The patient manages his diabetes with insulin pump therapy; however, the patient denied taking any action in response to the reported meter issue. The reason the patient withheld administering treatment following the ¿225mg/dl¿ reading is not specified. According to the csr¿s documentation, at an unclear date/time later, the patient reportedly lost consciousness; his wife reportedly administered a glucagon injection as treatment; and when she noticed at an unknown time later his blood glucose did not ¿rise enough¿, she reportedly called the emergency medical services (ems). The patient¿s testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. It is not clear if the patient¿s wife retested the patient with the subject meter prior to contacting ems, it is not known what the patient¿s blood glucose reading was with the ems¿s meter, and it is not specified if the patient received any additional treatment from the health care professional. It is also not known when the patient¿s symptom abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/3/2013 and 10/9/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.